Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
During a normal ipg replacement, the csl was cut. It was noted that part of the csl was in front of the ipg. A csl repair was performed and prolonged the procedure by approximately 50 minutes. However, at the end of the procedure, the system had low impedance. It was noted that the patient was doing well following the procedure. The system impedance was still low as of on (B)(6) 2023. A lead replacement successfully occurred on (B)(6) 2023. As of on (B)(6) 2023, the wound was healing well, and the patient was also doing very well.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the physician accidentally cutting the lead that had been partly in front of the ipg. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
During a normal ipg replacement, the csl was cut. It was noted that part of the csl was in front of the ipg. A csl repair was performed and prolonged the procedure by approximately 50 minutes. However, at the end of the procedure, the system had low impedance. It was noted that the patient was doing well following the procedure. The system impedance was still low as of (B)(6) 2023, and a lead replacement was scheduled for (B)(6) 2023.